Event description:
The customer reported via phone call that they received medical treatment as a result of the site issue. Customer's blood glucose level was 163 mg/dl. Customer reports they had blisters and scar all over the stomach. Customer states insulin pump had scratches on the screen. Customer states reservoir was able to lock in place when inserted into the insulin pump. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The sensor will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with incorrect information. The correction has been made in this report. Has also been updated.

Event description:
It was stated that the insulin pump had a cracked case and a missing reservoir tube lip ring. The reservoir was still able to lock in place.